Event description:
It was reported by the customer that the device was displaying a service icon and was failing the user test. It was also reported that the unit had an error code in memory that indicates a possible failure of the device to defibrillate or to delivery an improper amount of energy. There were no reports of pt use associated with this event.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the reported failure. The therapy board pcb assembly was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use.